Event description:
Report received that the device did not alarm for air in line during routine preventative maintenance testing. There was no reported adverse pt event while the device was in clinical use.